Event description:
As reported by reporter: "it was reported that during an attempt to deflect the sheath during use, the end of the sheath popped up and could no longer be steered or deflected and had to be replaced." No patient injuries or complications were noted.